Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy, while the devices were used on splenic vein and artery, the surgeon claimed that the bleeding was from the edge of the staple line on the splenic vein. The surgery had to switch from laparoscopic to open due to short gastric vein bleeding. Two hours after operation, the patient had to be reopened due to blood loss over 900cc in total. The staple line bleeding was resolved through sutures.

Manufacturer narrative:
(B)(4). Occupation: other (na). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy, while the devices were used on splenic vein and artery, the surgeon claimed that the bleeding was from the edge of the staple line on the splenic vein. The surgery had to switch from laparoscopic to open due to short gastric vein bleeding. Two hours after operation, the patient had to be reopened due to blood loss over 900cc in total.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.